Event description:
It was reported the case is damaged and the atrial output connector is broken. It was also reported the device is missing some parts. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case was broken. It was also noted that the battery release was contaminated, two side bail covers were broken, the heart block was contaminated, the heart wire contacts were contaminated, the atrial output connector was broken, the battery contacts were compressed and one side bail was missing. (B)(4).